Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software did not address blood glucose levels as intended. Customer's blood glucose ranged from 180-190 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer reverted to manual injections for insulin therapy.